Event description:
It was reported that during a gastrectomy procedure, it was observed that the knife did not move forward; and the device locked out. The device did not release so the knife reverse switch was used but it did not respond. The device was released with the manual override lever. They checked the sleds of the cartridge from the exterior side, but they had not moved forward at all. Another device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 05/08/2025 d4: batch #892c43. Additional information was requested, and the following was obtained: the function of knife return switch nor the function of reverse button were not working. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload present. The reload was received unfired with no damages. The manual override door out of position and returned along with the sample; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. During functional testing, intermittent electricity was observed. Upon evaluation, the pcb board was noted to be damaged. No conclusion could be reached as to what may have caused the pcb board to be damaged. As additional testing, the device was tested by manually assisting for functionality in the straight position with the returned reload and test reload and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9dr16, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 892c43, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.